Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that the dissection tip was received with the conical nose tip detached, but formed a complete assembly. There was some glue present, and there was some blood on the tip. Based upon the received condition of the device, the reported complaint "cone tip separated" was confirmed. A lot history record review was completed for the reported lot numbers. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip separated at the cone end. The cone tip fell into the pt's leg and was retrieved through the original incision. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.